Event description:
The pt underwent an interventional cardiac catheterization in august, 1998. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. Hemostasis was not complete with knot advancement so an arterial tamper was used with success. The pt was discharged without difficulty. No report of device malfunction was made at that time. The pt presented again on 12/22/1998 and underwent an emergency percutaneous transluminal coronary angioplasty with stent replacement by a different cardiologist. The cardiologist performed fluoroscopy in preparation for arteriotomy closure, and noted a needle in the pt's leg parallel to the artery. A vascular surgeon was called to remove the needle. A cut down to the artery was performed in the cath lab and the needle was removed without incident. The cardiologist proceeded to perform a successful arteriotomy closure with another prostar xl 8 fr devices. The pt was discharged without incident. The subject device was discarded by the hospital staff after the first procedure. There were no reports from the field indicating that the device had malfunctioned. The retained needle also was discarded by the hospital staff so that the identification of the needle as a perclose product cannot be verified.